Event description:
There was a defect at the connection (welding seam) between the connector and the tube. Allegedly found in use after 0.2 hours. It was not possible to ventilate the pt after insertion. No adverse outcome to pt reported.